Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, where the device displayed a blue screen with the message as ¿device needed to be repaired" and ¿operating system couldn¿t be loaded because code integrity failed to initiate". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had displayed a blue screen with the error messages. A field service engineer shut down the station, plugged in a reimage thumb drive, and applied the reimage process for pas using the guide to resolve the issue. The engineer successfully reimaged the pas station and updated the speed and duplex settings to ensure the station could detect the drawers. The system functioned as intended after the field service engineer repaired the device.